Event description:
The doctor reported that the screw portion of the abutment fractured when leaning on the screw, just before start screwing motion. The procedure was completed by placing an another abutment.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The abutment¿s threads were completely severed fractured from the abutment. The device history record review was performed and did not identify any non-conformances. A definitive root cause has not been determined. (B)(4).